Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm was noted. The insulin pump had minor scratches on the display window.

Event description:
Customer called to report the insulin pump alarmed for failed battery when she was using new batteries. Blood glucose reading was 170 mg/dl. Troubleshooting was performed and the alarm recurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.